Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of the arctic gel pads were shredding when used on the patient.

Event description:
It was reported that the tubing of the arctic gel pads were shredding when used on the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted 1 photo sample received showcasing outer covering of tubes for arctic sun gel pads ripped. Therefore, product does not meet specifications. The potential failure mode is "rough handling". A DHR review is not required as no lot number was provided. Based on the results of this investigation no additional actions are required at this time. Labelling review is not required as the product catalog number is unknown. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.